Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device had an unk "defibrillation issue." Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device hv module and bridge cap assembly were replaced as a precaution. The device was recertified and returned to the customer. No trends is associated with reports of this type.